Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the clamp issues is likely related to the design of the clamps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The procedure was still able to continue with this issue.

Manufacturer narrative:
No patient information was provided at the time of the report. Part has not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the spine clamps were difficult to tighten and open wide enough to place over the spine. There was not reported harm to the patient present and there was no reported delay.